Event description:
It was reported than asymptomatic patient presented to clinic. The patient received inappropriate hv therapy. Post-sensed t-wave oversensing on the ventricular lead was noted. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.